Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to address the issue. Additionally, it was reported that air bubbles were observed within the canister. Reportedly, the customer loaded cold insulin into the cartridge. Customer primed the tubing to address the issue. There was no adverse impact to the customer's blood glucose level.